Event description:
The customer reported to olympus, the uretero-reno videoscopes angulation was locked. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found master plug cracked and biopsy channel pinched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was due to stress applied to the insertion section during user handling. The event could have been detected/prevented by following the instructions for use: - important information ¿ please read before use_ precautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. :do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. - chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. - chapter 4 operation 4.2 insertion_ when the ureteral access sheath is used :do not insert or withdraw the endoscope from the sheath while the bending section is angulated, and do not perform angulation control while the bending section is in the sheath. The insertion tube could be damaged. Olympus will continue to monitor field performance for this device.